Event description:
It was reported that this right ventricular (rv) lead was initially implanted in the left bundle branch (lbb) area approximately 6 months prior and it now exhibited high capture threshold. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was initially implanted in the left bundle branch (lbb) area approximately 6 months prior and it now exhibited high capture threshold. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of high capture threshold is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device was not returned. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of high capture threshold is a known inherent risk of the product. Labeling review: review of labeling determined implant instructions were adequate. The manual was unlikely to be the cause of the reported complaint. Investigation conclusion: this high capture threshold has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling.

Event description:
It was reported that this right ventricular (rv) lead was initially implanted in the left bundle branch (lbb) area approximately 6 months prior and it now exhibited high capture threshold. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis.